Manufacturer narrative:
Updated additional information received: the thoracic tortuosity was severe. Calcification at the distal implant site was mild. The neck length was 32 mm, the neck diameter was 35-36 mm, and the proximal descending aorta diameter was 40-42 mm. Rvp, hypotension and optimal guide wire position were maintained throughout the procedure. Film evaluation summary: the exact cause of the reported events could not be determined from the single pre-implant drawing. CT¿s prior to implant, films during implant, and post-implant films were not available for review. The returned pre-implant drawing confirmed that the patient had a severely angulated thoracic aorta, and that the intended target was most likely just distal to the lcca. It appears likely that the severely angulated anatomy contributed to the 103mm length device not being able to reach the target. Since the longer (183mm) length proximal device was able to be implanted close to the intended target, it is possible that the reduced ¿pushability¿ of the shorter (103mm) length device may have also contributed to the device not reaching the target. The cause of the device landing short of the target could not be determined; however, the patient's severely angulated anatomy may have also contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in a patient to treat a 68 mm thoracic aortic aneurysm. It was reported that during the index procedure, the device would not track to the target destination due to extreme tortuosity. A second valiant navion stent graft was implanted to treat the patient, however it was reported that the device landed short of the target location. Proximal seal was achieved and the event was resolved. The physician stated that the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored by their physician.